Manufacturer narrative:
The returned ICD was visually checked after receipt, and no anomalies could be found. During the initial interrogation, the clinical observation was confirmed, the device could no longer be interrogated. The memory content of the device could therefore not be read out. Next, the ICD was opened, and the internal structure was examined. A damaged final shock stage of the electronic module and a triggered electrical fuse were identified in the process. The triggering of the fuse separated the electronic module from the battery and thus from the supply voltage. The result was that the device could not be interrogated. There were no sparkover traces or short-circuits either within the ICD or in the connection system, which could have been related to the clinical observation. The damage to the final shock stage clearly resulted from an external short-circuit that caused a low-ohmic shock path. This is not a device malfunction. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler's syndrome, the "subclavian crush" syndrome, or other damage to the lead insulation, during which contact to the high-voltage conductors occurs. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. Summary the analysis of the ICD showed damage to the final shock stage due to a shock delivery into an external low-ohmic shock path. The triggering of the electrical fuse led to a separation of the electronic module and the battery, which resulted in the clinical observation. This is not a device malfunction.

Event description:
Ous MDR - after an estimated implantation time of 70 months, it was reported that the ICD could no longer be interrogated. The ICD was exchanged and returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.